Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon ruptured occurred. The severely calcified lesion was located in the mid left anterior descending artery. On the first inflation the maverick 2 monorail 15mm x 2.0mm balloon ruptured at eight atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).